Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had to press the wake button multiple times for the pump to respond and now the button has become completely unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer did not know if blood glucose levels had been impacted due to the reported issue. Customer stated that they will continue to use the pump for insulin therapy.